Event description:
The ve lvad was implanted in 2001. The day of the event, the facility's lvad coordinator informed the manufacturer (MFR) of the following; the patient was experiencing ambiguous pain in patient's abdomen and around the pump pocket for approximately 3 weeks. Ultra-sounds were performed and the patient was tapped 3x's to remove blood. The patient was brought in for exploratory surgery and a suture was found in patient's abdomen. The facility suspected that the suture was from the pump's inflow valve. The pump was explanted on two days after the event, and the patient was re-implanted with a new device. The suture material and explanted pump were returned to the MFR for analysis. No further details were provided.